Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient developed festering of the wound. The clinic expressed doubts about the authenticity of the item. The patient had a suture line at the end of the second week. The patients was treated for vague sounds. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: sr. Nurse is not the doctor who treated the patient with observed ae, so it is not possible fully understand details of the ae, when exactly it happened, what is the outcome, etc. Sr. Nurse said that the patient required additional treatment, removing initially applied suture and re-doing this tissue closure procedure. Asked for possibility to contact doctor who treated patient and collect more details how ae was identified, circumstances, and patient outcome. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. It was reported the patient was ¿treated for purulent wounds.¿. Please provide specifics of the treatment given to the patient. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please clarify the statement ¿the clinic expressed doubt about the authenticity of the goods¿. What does this mean? If applicable, will product be returned? If so, please provide the return date and tracking information. Investigation summary: a picture was received to ethicon inc for evaluation. Upon visual inspection of the picture received, it was observed two opened boxes of product code w3202, the lot number was entered in the database and results were found to be according to the process specifications and the products were manufactured by ethicon. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device lot number rcmlsz / w320212 and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/6/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: we are sure the clinic purchased from ip kunavin. Did ip kunavin confirm they supplied the hospital with this product/lot number? Ip kunavin was the declarant of this complaint. Yes, the kunavin's employees confirmed that they supplied the hospital with this product/lot number. The following information was requested but unavailable: the clinic staff refused to provide more information than they already reported. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. It was reported the patient was ¿treated for purulent wounds.¿. Please provide specifics of the treatment given to the patient. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please clarify the statement ¿the clinic expressed doubt about the authenticity of the goods¿. What does this mean?